Manufacturer narrative:
Patient information was not provided. The printout received indicated one patient sample recovered with lower neutrophils and higher monocytes with suspect messaging (immature granulocytes, left shift, lymphocyte blast, monocyte blasts, variant lymph) compared to a manual slide review. The customer reported the instrument result out of the lab and did not perform a manual smear confirming the results previous to their release. The patient was administered an unnecessary cerebral spinal fluid (csf) procedure as a result of the released results. The customer did a smear review of the results at a later time and the procedure had been completed by that time. The application specialist (cts) verified the event via pro service and collected raw data. The raw data report indicated the sample received shows left shifted neutrophil population that falls in monocyte region. The algorithm classified them as monocytes as it is designed. The root cause of the left shifting of the population could not be determined because of lack of information. The algorithm set blast, imm gran, variant lymph and left shift flags because of abnormal patterns in the histogram plots. When the algorithm sets suspect flags, it is recommended results be reviewed appropriate to the patient population and laboratory practices (dxh800 IFU 6-42). The instrument was not serviced and is operational. Bec internal identifier (B)(4).

Event description:
The customer reported one patient sample run on the dxh900 hematology instrument recovered with erroneous low neutrophil and high monocyte result with suspect messaging compared to a manual slide review. The patient was administered an unnecessary cerebral spinal fluid (csf) procedure due to the event. The report was corrected after the procedure was completed. There was no death or permanent injury associated with this incident.